Manufacturer narrative:
Date of this report - (B)(6) 2013. Placeholder.

Event description:
Customer reported diffuse lamellar keratitis (dlk) and fiber under patient's right eye flap. Irrigation was performed. Patient was treated with topical steroids. Patient was 20/20 on the right eye.

Manufacturer narrative:
Evaluation: conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2013 due to the fact abbott medical optics (amo) became aware on (B)(4) 2013. The condition of the system (since the time of the event) will make the evaluation difficult. The clinic is reporting this event only and did not request field service or clinical support. Note: all pertinent information available to amo at the time of this report has been submitted.